Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving five inappropriate shocks. A lead integrity alert (lia) was triggered for the right ventricular (rv) lead for sensing integrity counter (sic) and high rate non-sustained episodes. It was determined that the rv lead had dislodged and pulled back into the atrium causing p-wave oversensing, intermittent t-wave oversensing (twos), and small r-waves. The physician questioned why there was no twos discrimination by the patient's implantable cardioverter defibrillator (ICD). The ICD had inappropriately classified the rhythm as ventricular fibrillation (vf). The rv lead was repositioned. Both the rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.